Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unexpected reboot was confirmed. Ventec observed that upon attempting to boot-up, the device's power indicator did not initiate, and the unit was not detecting the internal battery. Upon opening the device to perform a visual inspection, ventec observed an odor of lithium, as well as lithium residue covering multiple components on the control board. Ventec then replaced the control board and internal battery to resolve the reported issue, as well as completed other, unrelated, repairs. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was lithium contamination on the control board. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device rebooted unexpectedly. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.